Manufacturer narrative:
One certain gold-tite hexed uniscrew was returned for inspection. A visual inspection revealed that the collar, threads, and body are noted to be worn, indicating use. The drive feature is confirmed to be damaged and rounded out. The loosening malfunction could not be verified with the information provided. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative manual instrm rev c 09/16. Information identified: the biomet 3i restorative manual was confirmed to contain instruction on screw placement as well as recommended torque values. In the case of certain gold-tite hexed uniscrews, it is recommended to torque at 20ncm. The loosening event could not be verified. However, damage to the internal drive feature was confirmed.

Event description:
Customer reported that the patient presented with spinning abutment. A stripped unihg screw was discovered when abutment was removed. The screw was removed and the implant remains intact. There was no injury or impact to patient.

Manufacturer narrative:
(B)(4).

Event description:
Customer reported that the patient presented with spinning abutment. A stripped iunihg screw was discovered when abutment was removed. The screw was removed and the implant remains intact. There was no injury or impact to patient.